Event description:
The customer reported damage to the canopy. The customer could not provide specific info regarding the type of zipper damage or the location. The damage was discovered when the canopy was in storage. Eval of the returned product found that the zipper slider body was open on the panel side window.

Manufacturer narrative:
The product was returned for eval. Inspection found that the zipper slider body was open on the panel side a window. No other damage was observed. (B)(4).